Event description:
It was reported that lia (lead integrity alert) tripped, with oversensing, noise, high pacing impedance, and possible lead fracture noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted: (B)(6) 2008. (B)(4)